Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: an ivc filter was successfully deployed for a history of deep venous thrombosis in the left leg, chronic anticoagulant therapy and an upcoming abdominal surgery. Three weeks later, the patient underwent lap band placement for morbid obesity. Approximately eight years post filter deployment, a kub was performed noting the ivc filter slightly tilted in ivc, but likely ok. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. There was no reported attempt to remove the filter. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed at infrarenal inferior vena cava for a patient with left lower extremity deep venous thrombosis. Post inferior vena cavogram revealed successful placement of inferior vena cava filter. Approximately, seven years six months of post deployment, an x-ray abdomen was performed for evaluation of inferior vena cava filter. The study showed that the inferior vena cava filter was seen overlying the infrarenal inferior vena cava in proper position and remain unchanged from the prior examination. Around, one year later, a kidney, ureter and bladder (kub) x-ray was performed for right side pain. The study showed that there was an inferior vena cava filter, and the filter was slightly tilted in the inferior vena cava. Around, two years and two months later, a computed tomography of abdomen was performed for evaluation of inferior vena cava filter. The study showed that an inferior vena cava filter is positioned distal to the renal veins. One of the struts was directed cranially and other struts were directed caudally with few extending through the inferior vena cava wall. The study also showed that the filter was tilted anteriorly and to the right and its proximal cone lies on the wall of the inferior vena cava possibly embedded in it. Also, the legs of the filter have penetrated through the inferior vena cava wall in to the pericaval/mesenteric fat and one of the filter legs was in contact with the anterior periosteum of the lumbar vertebra. As only four total filter arms were identified and there should be a total of 6.2 arms were found missing presumably fractured and migrated. An axial computed tomography image showed that there were two struts missing out of a total twelve. Also, one fractured arm was seen in the inferior vena cava proximal to the filter which likely makes the filter non removable. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), material deformation, filter tilt and filter limb detachment. However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h10: b5,b6,d4 (expiry date: 10/2009), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, detached, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years post filter deployment, radiography noted the filter to be slightly tilted in the ivc. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter. Per the medical records, the patient had the filter implanted prior to lap band surgery. The instructions for use (IFU) states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. There was no reported attempt to remove the filter. The current patient status is unknown.